Manufacturer narrative:
Customer did not send a bolus cable in with the pump for testing. A pcb test was performed but a motor defect was found that prevented testing to confirm the complaint. A functional test was performed and the pump performed according to specifications. Moog was unable to confirm the complaint. The defective motor was replaced.

Event description:
Information received alleges the pump continues bolus feeding and does not stop.